Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
A representative reported that in a procedure he did, the pump said ¿shelf state, but there was no pending alarm¿. This was noted to have occurred about four or five months prior to the report. The physician read the logs and found a message indicating a motor stall and motor stall recovery occurred. It was unclear if and when the pump was implanted. The representative further stated that when he initially interrogated the pump, nothing came up; that there was no warning and it happened after the initial printout; that there was no warning or anything on the 8840. The representative stated that ¿in all likelihood he could have missed it¿. No patient symptoms were reported, and no patient outcome was provided. The medication used within the system was unknown.